Manufacturer narrative:
(B)(4). Batch #t9472a. Investigation summary: the device received was returned with the tissue pad, with no apparent damage and properly attached to the clamp arm. In addition, the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device not activating and displaying an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Event description:
It was reported that during a transoral thyroidectomy surgery, the tissue pad was melted in 15 minutes. For most of the procedure, the doctor used 1/3 of the blade to dissect the tissue, and the tip of the tissue pad was melted significantly after 10 minutes of use, and was completely melted in 15 minutes. There were no patient consequences reported. No additional information is available at this time.